Event description:
Pt self tester reports discrepant results with meter. Date: 2 weeks ago; inratio2: 4.1; md meter: 2.6; lab: -. Date: (B)(6) 2010; inratio2: 4.3; md meter: -; lab: 2.5. Lab draw on (B)(6) 2010 done 30 minutes before inratio. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.